Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8006164. Common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8006164. Common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8006164. Common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8081922. Common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8081922.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, the patient underwent surgical intervention occurred where the system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.